Event description:
Additional information reported that the on (B)(6) 2015, at the patient's doctor visit, the patient was still complaining of a lack of effect. The dose was raised at that date and they had not seen the patient for their refill yet. It was unknown if the dose increase helped the patient's issue or not.

Manufacturer narrative:
Concomitant medical products: product ID 8781, serial# (B)(4), implanted: (B)(6) 2015, product type: catheter. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported the patient experienced decreased efficacy despite increasing dose/rate. The development of pressure ulcers were attributed to the increased spasticity and occurred prior to replacement. As of the (B)(6) 2015 appointment, the patient still experienced a lack of effect. The dose was increased that day. No further information was provided, as the patient was not seen for a new refill yet and it was unknown if the dosage increased helped. No outcome was reported regarding this event. Additional information could not be obtained at the time of the report. Should additional be received a supplemental report will be filed. Please refer to mfg. Report # 3004209178-2014-23905, as further follow-up stated that the symptoms of increased spasticity and pressure ulcers occurred prior to replacement.

Event description:
It was reported that the patient underwent a catheter and pump replacement on the day of the report. A new catheter was implanted after several attempts, at several levels and csf flow was achieved. It was stated that during each attempt the surgeon used ap and lateral views to document the needle tip to be in excellent radiological appearance, but there was no csf flow. The patient experienced decreasing efficacy of intrathecal baclofen in spite of increasing dose/rate and developed pressure ulcers, which was attributed to increased spasticity. The patient recovered without permanent impairment. It was noted that spasticity relief was still being evaluated. The patient was taking also taking oral baclofen at the time of the event. The patient¿s dosage was decreased to 400mcg/day at a concentration of 2000mcg/ml lioresal in the replacement pump. The patient had been previously receiving gablofen.